Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 363 mg/dl and a bolus was delivered via the pump to address bg. Customer alleged pump did not deliver insulin overnight. Customer declined tandem technical support's offer to perform a pump system check. Customer reverted to using an alternate method for insulin delivery.